Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 35155, was returned and analyzed. Visual inspection of the balloon catheter showed the luer was broken. Smart chip verification indicated the catheter was not used. Without reprogramming the catheter, it was connected to the console and no system notices were received; catheter was recognized. The catheter passed electrical integrity test and the performance as per specification. In conclusion, the broken luer was confirmed through testing and the balloon catheter failed the returned product inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, during the setup, the balloon catheter luer broke while being connected. The balloon catheter was replaced. The case was completed with cryo.